Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill and the sleeve broke during tka surgery. No surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for analysis. After physical review of the part, the crack condition cannot be observed, in the complaint piece. However, it was identified, that the device was broken and several worn marks. Therefore, the allegation can be confirmed. No other issues were observed. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Information was received, indicating that "a edge of the sleeve got damaged and cracked". Due to this, depuy synthes joint reconstruction considers, the device on this report to be not reportable, as there is no allegation of deficiency. Further updates will only be provided, if additional information is received, that changes the regulatory determination.